Event description:
It was reported that during a laparoscopic sigma procedure, the tissue pad fell into the abdomen and could be removed. The display showed defect/replace instrument. No further information is available. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.